Manufacturer narrative:
Per tandem's user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered in an incorrect amount of carbohydrates in the "grams" field of the bolus menu which resulted in the customer experiencing a blood glucose (bg) level of 65 mg/dl. Customer consumed juice to address bg. The customer continued to use the pump for insulin therapy.